Event description:
The operator of an advia centaur instrument was performing the daily cleaning procedure when a leak was discovered. While investigating the leak, the operator received an electric shock. The operator then powered off the instrument. The operator contained the leak and did not require medical attention. There are no reports of patient intervention or adverse health consequences due to the operator receiving an electric shock.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The operator found a broken nipple on the red check valve at the output of the water pump. The cse installed a new check valve and the pump holds pressure correctly. Quality controls were run, resulting within range. The cse noted that the shock received by touching the pump and any ground while wet would not involve dangerous current. The cause of the operator receiving a shock from the instrument was due to the instrument leak from the water pump check valve. The instrument is performing according to specifications. No further evaluation of the device is required.